Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed, a loose latch lock assembly, and a damaged dc jack connector. There was a high alarm 'cassette not attached properly' present in the event history log (ehl). Functional testing was unable to duplicate the reported problem; however, it was confirmed in the ehl. The most probable cause is the downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was continuous occlusion alarms when there was no occlusion. Also, there was intermittent cassette not attached and alarms when the cassette is attached. There was unknown patient involvement and unknown harm/adverse event reported.